Manufacturer narrative:
The catalog number is unknown, if received, it will be provided. Complaint conclusion: it was reported that a patient that underwent placement of a trapease inferior vena cava filter experienced tilting of the filter and perforation of the inferior vena cava wall. The information provided indicated that the filter is minimally tilted posteriorly at the superior end and slightly tilted anteriorly at the inferior end and neither end of the ivc filter contacts the ivc wall. The information also indicated that four (4) of the struts of the ivc filter perforate the ivc up to 3mm. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the inferior vena cava (ivc) filter is minimally tilted posteriorly at the superior end and slightly tilted anteriorly at the inferior end. Neither end of the ivc filter contacts the ivc wall. Four (4) of the struts of the ivc filter perforate the ivc up to 3mm. As a direct and proximate result, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the inferior vena cava (ivc) filter is minimally tilted posteriorly at the superior end and slightly tilted anteriorly at the inferior end. Neither end of the ivc filter contacts the ivc wall. Four (4) of the struts of the ivc filter perforate the ivc up to 3mm. As a direct and proximate result, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. The following additional information was received per the patient¿s implant records, the patient had a history of right lower extremity deep vein thrombosis (dvt), pulmonary embolism and metro menorrhagia associated with uterine fibroid disease. A cordis trapease filter was deployed under fluoroscopic control between the bifurcation of the iliac veins and the renal veins in the vena cava at about the third lumbar vertebral body. The filter deployed, opened, and remained fixed in place. The patient tolerated the procedure well and left the operating room in stable condition. According to the medical records provided, the patient had a history of a metallic foreign body in the lateral posterior soft tissues without fracture, pulmonary embolism (pe) enlarged thyroid. Occlusive acute to subacute deep vein thrombosis (dvt) involving the superficial femoral to popliteal veins, iron deficiency anemia, arthritis, controlled diabetes, essential hypertension obesity, acute blood loss and iron deficiency anemia associated with menorrhagia while on aspirin and xarelto. The patient was further noted to have acute kidney injury that had resolved and a fibroid uterus and right ovarian cyst. The patient was admitted for filter implantation for upcoming planned hysterectomy for continued uncontrolled menorrhagia. Approximately a month post implantation, the patient underwent total abdominal hysterectomy and bilateral salpingo-oophorectomy with extensive lysis of adhesions. The patient is reported to have tolerated the procedure well. Approximately a month and twenty -two days post filter implant, the patient underwent a CT scan, which revealed atelectasis and a small hiatal hernia; as well as finding consistent with a possible urinary tract infection. Approximately two months post filter placement, a right leg venous doppler study revealed acute dvt of the right popliteal and tibial peroneal trunk. A repeated bilateral leg venous doppler study completed five months later revealed no evidence of acute dvt. Approximately ten months post filter placement, the patient presented with pain. A knee x-ray revealed no acute osseous abnormality, moderate to severe osteoarthritis and small suprapatellar joint effusion. The patient underwent colonoscopy for colorectal malignant neoplasm screening a year post implantation. The patient was noted to have a small polyp in the rectum that was resected, diverticulitis in the sigmoid colon and non-bleeding internal hemorrhoids. Approximately four years and nine months post implantation, the axial CT abdomen and pelvis with coronal and sagittal reformatted images which was completed approximately a month post filter placement, was submitted for review of the ivc, filter position, and related findings. The scan further revealed that the superior end of the trapease filter was at the l2-l3 level. The filter was noted to be minimally tilted posteriorly at its superior end and slightly tilted anteriorly at its inferior end. Neither end was in contact with the inferior vena cava (ivc) wall. Four of the filter struts were seen to have perforated the ivc by up to 3mm. There was no evidence of hemorrhage or thrombus and no filter fragments were identified. The physician further noted that the filter was permanent and could not be removed percutaneously. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately four years and nine months post implantation. The patient reports perforation of filter strut(s) outside the ivc, filter tilt and device unable to be retrieved; however, no documentation related to a retrieval attempt or removal attempt information details were provided. The patient further reports suffering from anxiety, related to the possibility that the filter could get worse and or lead to other injury, up to and including death.

Manufacturer narrative:
Concomitant devices:unk 0.018 micro guidewire unk 4-french sheath and dilator unk 0.035 teflon-coated guidewire complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The patient had initially presented with right foot pain. An x-ray revealed a metallic foreign body in the lateral posterior soft tissues without fracture. Approximately two months later, the patient presented with right leg swelling over the preceding two weeks associated with a prolonged bus trip three weeks earlier. The patient had also developed shortness of breath that resolved. A computerized tomography (CT) revealed a right-sided pulmonary embolism (pe) as well as an enlarged thyroid. A right lower extremity venous doppler study that revealed occlusive acute to subacute deep vein thrombosis (dvt) involving the superficial femoral to popliteal veins. The patient was also noted to have iron deficiency anemia, arthritis, controlled diabetes, essential hypertension and obesity at admission. Approximately two weeks later, the patient presented with acute blood loss and iron deficiency anemia associated with menorrhagia while on aspirin and xarelto. The patient was further noted to have acute kidney injury that had resolved and a fibroid uterus and right ovarian cyst. The patient was admitted and treated with blood transfusions and hysteroscopy, dilation and curettage of multiple fibroids and polyps. The patient was admitted for filter implantation for upcoming planned hysterectomy for continued uncontrolled menorrhagia. Three days later, a trapease vena cava filter was implanted via the left common femoral and iliac veins. The filter was deployed between the iliac bifurcation and the renal veins at the level of l3. The patient is reported to have tolerated the procedure well. A few weeks later, the patient underwent the previously planned total abdominal hysterectomy and bilateral salpingo-oophorectomy with extensive lysis of adhesions. The patient is reported to have tolerated the procedure well. Approximately two months after the implantation, the patient underwent a CT scan that revealed that the superior end of the trapease filter was at the l2-l3 level. The filter was noted to be minimally tilted posteriorly at its¿ superior end and slightly tilted anteriorly at its¿ inferior end. Neither end was in contact with the inferior vena cava (ivc) wall. Four of the filter struts were seen to have perforated the ivc by up to 3mm. There was no evidence of hemorrhage or thrombus and no filter fragments were identified. The physician further noted that the filter was permanent and could not be removed percutaneously. No attempts to retrieve the filter were documented. Approximately two and a half months after the implantation, a right leg venous doppler study revealed acute dvt of the right popliteal and tibial peroneal trunk. A repeated venous doppler study done six months later revealed no evidence of acute dvt. The patient further reported experiencing anxiety associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.